Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic, laparoscopy-assisted distal gastrectomy, sonic beat probe broke and fell off into the patient while sedated. The fallen device was immediately retrieved with the aid of snare/ forceps and replaced with an olympus back-up device and the procedure was completed with a delay of few minutes. There have been no reports of health hazards.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus and the reported failure was confirmed. On visual inspection it was noted that the probe had broken off 15.5 mm from the distal end and scratches on the broken surface of the probe were observed and a crack was progressing from scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, scratches were generated. 3) a force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and error occurred. 4) a load was applied to the probe, causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.